Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic gastrectomy: "the layers in the trocar tearing due to the stapler during procedures. Customer didn't want to have our feedback. Cer submission has been delayed because (B)(6) sales manager changed their account. The product was replaced with (B)(6) stock." Patient status - "there was no patient injury because they change the product right after they found out defect."

Manufacturer narrative:
Evaluation summary: the event unit was returned for evaluation. Upon visual inspection, the fragmented septum was identified along with the particulate. The particulate did match the missing portion in the septum. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging . The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.